Manufacturer narrative:
(B)(4). It was reported that the proglide was used following a 4fr sheath. The proglide instructions for use states the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using a preclose technique, via a 4fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred. Another proglide was used successfully. The sheath was upsized to 14fr. The tavi procedure was completed and hemostasis was achieved with the second proglide device in the preclose technique. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.